Manufacturer narrative:
(B)(4). The initial MDR was filed as MFR report # 3007566237. Additional review indicated the correct manufacturing site is 3004209178.

Event description:
Additional information later received reported the cause of the safe state was due to "end of life". No diagnostics were performed and a pump replacement was done. The patient status at the time of the event was alive, no injury.

Event description:
It was reported a critical alarm was occurring. Safe state occurred. It was noted all dosing information was erased. It was not known if the patient came with an active alarm or safe state occurred during an update. It was further reported the patient would be getting his pump replaced. The drug being delivered via the device system was baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).